Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from japanese to english: the liquid leakage was occurred from the connector connection while using q-syte in ICU. 17 oct 2023 additional information: 1. Q: did the event occur during priming (flushing) of the qsyte before it was connected to the patient? If not, what was the q-syte connected to? Please include brand. A: yes. I heard it happened during priming, but I haven't talked directly with the nurse at the site, so it's possible that it happened on and after the priming. The device connected to the q syte is the syringe that was sent together. 2. Q: was there any impact to the patient? If yes, please describe in detail. A: no, there was no impact to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte unit with no product documentation to indicate the reference or lot number. Additionally, four photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the q-syte unit did not find any damage to the components. The unit was inspected for column defects and one column tear was identified. Tears in the column are known to result in leakage when flushing the unit. Next the unit was dissected to investigate the septum where no damage was observed. Although the reported issue was confirmed for leakage, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. Additionally, during use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.